Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the moderately tortuous circumflex (cx) artery. A non-abbott guide wire was placed, and the hi-torque balanced middle weight (bmw) elite ii guide wire was placed in the obtuse marginal (om) for support. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). A 2.5x32mm non-abbott stent implant was deployed in the distal lesion and a 2.75x18mm non-abbott stent implant was deployed in the proximal lesion covering the ostium of the om. During removal of the bmw elite ii guide wire, resistance was met and it was noted that the guide wire was caught under the deployed non-abbott stent implant. After withdrawal, the tip of the bmw elite ii guide wire was noted to be separated. The separated bmw elite ii guide wire tip was caught between the deployed non-abbott stent implant and the vessel wall; thus no attempt was made to retrieve the tip. Post-dilatation was performed as planned, and the procedure was successfully completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: sion blue. Stent: 2.5x32mm promus premier, 2.75x18mm resolute integrity. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It should be noted the hi-torque guide wire instructions for use (IFU) states: do not deploy a stent such that it will entrap the wire between the vessel wall and the stent. The device was returned for analysis. The tip separation was confirmed. The difficulty removing the guide wire and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no other tip separation, difficult to remove, or device damaged by another device incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.